Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter and post procedure the bwi product analysis lab identified a lifted electrode along with a puller wire broken inside of the handle. No internal components were exposed. During the procedure, the doctor was adjusting the curve in the chamber when the knob broke, making it impossible to turn to the d curve. No error code occurred. The catheter was replaced. No further details were provided regarding completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed an electrode lifted, however no internal components were exposed. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation (mre) was performed for the finished device lot number 31217779m, and no internal action was found during the review. The deflection issue reported by the customer was confirmed. The potential cause for the broken puller wire could not be established. The potential cause of the electrode lifted cannot be determined. The electrode condition is unrelated to the reported event. The instructions for use (IFU) contain the following information: the handle has an adjustable friction control that allows the operator to use the rocker lever and deflecting tip in a ¿free¿ state or adjust the friction to where the rocker lever and tip curve are ¿locked¿ in place. This knob is located on the opposite side of the rocker lever. Out of the package, the knob will be in the ¿off¿ position, which allows the freest movement for the lever and deflecting tip. The amount of friction increases as the friction control knob is rotated clockwise until it reaches the fully ¿on¿ position. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).